Manufacturer narrative:
Additional narrative: device is used for treatment, not diagnosis. Implant date: reported as (B)(6) 2012. Investigation could not be completed, no conclusion could be drawn as no device was returned. A review of the device history record revealed no complaint related anomalies. The device history record shows this lot of 4.5mm curved condylar plate was processed through the normal manufacturing and inspection operations with no scrap, non-conformances or rework noted. This order met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications at time of acceptance. No nonconforming reports were noted. The raw material met all dimensional and visual criteria at the time of release with no issues documented.

Event description:
A patient was implanted with a curved condylar locking compression plate in (B)(6) 2012. The patient was diagnosed with nonunion and a broken plate on an unknown date. The patient was returned to the o.r. On (B)(4) 2013 for removal of hardware and revision to a different plate. This report is 1 of 1 for complaint (B)(4).